Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user facility, omsc surmised there was the possibility this phenomenon was attributed to the insufficient and/or improper cleaning, disinfection or sterilization for the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility as an annual test and after reprocessing, the sample collected of the subject device tested positive for coagulase negative staphylococci. The events occurred in the following timeline; on (B)(6) 2020 the microbiological sample was collected. On (B)(6) 2021 the microbiological test result was reported to the person in charge at the endoscopy room of the user facility. On (B)(6) 2021 that person in charge dealt with this matter. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. However it was confirmed that this microbiological test was handled and conducted by the inexperienced staffs of the user facility. Since they touched every parts of the subject device with their bare hands during the test, the user facility has recognized that this microbiological test was no problem. Moreover, the subject device had been reprocessed and disinfected already and is in use at the user facility today. Also the user facility has no plan to perform any blood tests for the patients and there was not another cause for the positive result. There was no report of infection associated with this report.